Event description:
It was reported that an ilet user experienced sustained hyperglycemia after eating a bacon, egg, and cheese sandwich that was not announced, with glucose rising to approximately 290 mg/dl and then trending down around 235 mg/dl as the system delivered corrective micro-doses per its algorithm. Symptoms included hyperglycemia without reported acute complications. Outcomes included user education on correction behavior, meal announcements, and continued monitoring without hospitalization or alerts. Investigation included a review of cgm trends and device behavior relative to algorithmic correction thresholds. Investigation of this case revealed that the device functioned as designed, with prolonged hyperglycemia attributed to a missed meal announcement leading to correction-only dosing rather than a meal bolus. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error with device performance within specifications.